Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted in the lad and one endeavor sprint drug -eluting stent implanted in the 1st diagonal. It was reported that the 2nd stent implanted during index procedure was implanted to treat a complication / dissection / bailout due to side branch occlusion which was treated with ballooning of lad and 1st diagonal and stenting.